Event description:
The customer stated that a (B)(6) architect hbsag qualitative result of(B)(6) was generated for a hemodialysis patient on (B)(6) 2013. A second sample from the patient was tested on (B)(6) 2013 and the result was (B)(6) at (B)(6) . The sample retested reactive at (B)(6). Confirmatory testing has not yet been performed. No adverse impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 01p97, that has similar products distributed in the us, list numbers 1l80 and 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) (no consequences or impact to patient). ((B)(6) result).